Manufacturer narrative:
This was a duplicate report of (B)(4) and was reported in error as after further review it was identified that there was no serious injury or reportable malfunction associated with the event.

Event description:
The poly of the rp tib try impactor has cracked and split in half.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.